Event description:
Kimberly clark has received a complaint reporting while withdrawing the dilator, the dilator broke. Doctor was able to retrieve the broken dilator and patient's outcome was fine. No reports of any injury. No additional information received at this time. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
A sample was not available for evaluation. The production history for code 98422 was reviewed with no similar observations noted by the quality auditor. Without a lot number, we are unable to perform specific device history record review. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned for evaluation.